Event description:
A report was received that a pt was scheduled to undergo a pocket revision procedure. During the procedure, the physician moved the pocket from the right flank to the abdomen. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.